Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the root cause could not be identified. A batch review cannot be performed since there was no lot number provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an integrated apd set with cassette had a leak. The leak was found in the patient line and was coming from the attachment site of the extension line. No patient injury or medical intervention was indicated in association with this report. No additional information is available.